Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: a. What is the affected side involved in this event? - no side effect operation was completed successfully. B. Can you please clarify what do you mean by ¿damaged¿? Was it worn, cracked, broken into pieces, bent, stripped, cross threaded or any device interaction. - the metaglene seemed to have uneven threads which would not accept the threads of the glenosphere and in the process of trying damaged the glenosphere threads so that it couldn¿t be used on a new metaglene that was opened.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon opened standard metaglene in a reverse shoulder and implanted it. Then opened a glenosphere to attach to meteglene. The glenosphere would not advance as if something was stopping threads. A new baseplate metaglene was opened and still no advancement would happen. A new glenophere was opended and with new metaglene and glenosphere the implants were successfully seated. It is thought that threads in first implanted metaglene were damaged and that is why glenoshere would not seat. This then damaged the glenosphere threads surgery delayed 15 minutes due to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: surgeon opened standard metaglene in a reverse shoulder and implanted it. Then opened a glenosphere to attach to meteglene. The glenosphere would not advance as if something was stopping threads. A new baseplate metaglene was opened and still no advancement would happen. A new glenophere was opended and with new metaglene and glenosphere the implants were successfully seated. It is thought that threads in first implanted metaglene were damaged and that is why glenoshere would not seat. This then damaged the glenosphere threads the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that dxtend metaglene was damaged from the threaded area of the central hole which is indicative of being cross threaded. This type of damage would explain why the surgeon could not properly mate the components. Additionally, the device was covered with what appears to be organic material suggesting that the implant was inside a patient for indefinite time, due to this condition the reported allegation of upon receipt cannot be confirmed. Please refer to the surgical technique delta xtend¿ reverse shoulder system, page 34: proper alignment between the glenosphere and metaglene is absolutely essential to avoid cross threading between the components. If the glenosphere seems difficult to thread onto the metaglene, do not force engagement but re-align the components. If necessary, remove the inferior retractor or improve the capsular release. It is important to check that there is no soft tissue between the metaglene and glenosphere. A dimensional inspection for the dxtend metaglene was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the dxtend metaglene would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: dxtend metaglene product code: 130760000 lot number: 5535138 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: dxtend metaglene product code: 130760000 lot number: 5535138 and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: added: d10. Corrected: UDI (primary UDI number) and h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.